Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Follow up information received that the patient underwent surgical intervention in which the leads were explanted and replaced.

Manufacturer narrative:
The date of event is estimated.

Event description:
Manufacturer report reference number: 3006705815-2021-00295. It was reported that the patient experienced lead migration. As a result, the patient may undergo surgical intervention to address the issue.